Event description:
The customer reported the system shut down without command. No report of patient injury.

Manufacturer narrative:
The customer canceled the service call indicating the facility intended to repair the system themselves.